Event description:
Boston scientific crm rec'd info that this pt's cardiac resynchronization therapy defibrillators (crt-d) pocket was infected. The entire system was to be explanted and a course of antibiotics was going to be administered and a new system was to be implanted after the infection cleared. As of today, this product has not been returned. Should add'l info become available, this report will be updated. Dates provided by boston scientific. It is unclear if the event date is the date the infection was discovered or the date of device explant.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.